Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's act button was not responding. The customer stated that this issue had lasted for several months. The customer's blood glucose was 115 mg/dl. Troubleshooting was done. The customer stated that previouly the keypad would intermittently not work but that, at the time of the call, none of the buttons were working. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
No unresponsive button was noted and all of the buttons functioned properly. However, moisture damage was noted on the up arrow button. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a cracked case at a display window corner.